Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 900 mg/dl and 150 mg/dl. No adverse event reported. Strips are unknown and cannot be returned by customer.